Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system used for off-label biventricular therapy displayed increased high voltage lead impedance measurements and high pacing thresholds. A loss of left-ventricular capture caused by the high thresholds.